Event description:
Disposable cutting guide instrument broke upon impaction during procedure. Surgery was completed without further incident.

Manufacturer narrative:
Disposable cutting guide instrument broke upon impaction during procedure. Surgery was completed without further incident. Review of the device history record indicates that the device was manufactured to spec.